Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the image is likely not displayed due to a defect in the scope socket. A definitive root cause could not be determined for the lamp not being lit since reproduction of the phenomenon was not recognized. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video processor led wouldn't light up. The issue occurred during preparation for a diagnostic procedure (gastroscope) which was completed with a similar device. The patient was not under anesthesia and there was no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation. Inspection and testing found no image when moving the connector due to a faulty scope socket. Additionally, the image was iridescent due to faulty printed circuit board, and the universal serial bus (usb) was damaged. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.